Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory determined this product had product performance issue; no elective replacement indicator (eri) timestamp.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device had no eri timestamp. Elective replacement indicator (eri) was not declared. However, end of life (eol) was declared with the same value of charge time per seconds with a normal monitoring voltage. The device and battery behavior match that of trended units that reach eri to eol prematurely due to a higher than expected cell impedance increase.